Event description:
Initial info was received from a consumer on (B)(6) 2012: a (B)(6) male received poly-l-lactic acid (sculptra aesthetic) cosmetically 20 vials of poly-l-lactic acid, injected in various areas of his face over the years, as a part of his medical history. On (B)(6) 2012, he received a total of 2 vials in his cheeks and temple areas on both the right and left sides. The left side was bleeding heavily and the physician used a laser following the poly-l-lactic acid injections. He passed the laser over the right side once and the left side, twice. He felt the physician had only mixed the sculptra for one-half hour before it was injected. Since that time and continuing at time of report, the caller had an inflamed response on the left cheek and temple and there was no problem on the right side. The area burns and there is a horseshoe shaped inflammation with the needle marks still visible. Approx 10 days following his injection, he went back to the same physician regarding his problem. The physician used a red lamp on the areas and was told this would help the healing process. He was given various creams to use. The area calmed down some, but was still inflamed. He went to another dermatologist, who gave him oral prednisone for 7 days. This has not helped either. He went to a plastic surgeon, who planned to inject more poly-l-lactic acid in another area of the face (jowl area) on (B)(6) 2012. He developed cold or flu symptoms with a fever and postponed the injection. No further relevant info was reported. Pharmacovigilance comment: sanofi company comment (B)(6) 2012 - this case is lacking sufficient info for a complete medical eval. Add'l info on medical history, concomitant medication, treatment for the flu and fever, and outcome has been requested.